Manufacturer narrative:
D4 serial number and UDI updated to remove leading 0s.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient was a 74-year-old male with an indication for mechanical circulatory support of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical condition consistent with scai shock stage e. The patient was supported with an impella cp device via percutaneous right femoral arterial access and was concurrently on ECMO support. After transfer to the ICU, oozing was noted at the impella access site around the 14f peel-away sheath in the right femoral artery, as well as oozing around the left-sided ECMO cannulation sites. A reperfusion sheath was present in both lower extremities connected to the ECMO circuit. The medical team was aware of the bleeding and adjusted the sheath as appropriate, with frequent dressing changes. The sheath was confirmed to be properly placed with appropriate angulation, and the side arm was transduced as a pressure line. Oozing was localized to the skin level at the access sites. The patient was not receiving antithrombotic therapy, and anticoagulation monitoring included ptt, which was 34.5 at the time of the event. Despite use of gauze, suturing, and monitoring by trained clinical staff, hemostasis was not fully achieved. An estimated 250 ml of blood loss occurred, and the patient received one unit of blood. The device was not removed due to this event, and the patient remained hemodynamically supported. At explant, the patient survived. Bleeding is a foreseeable risk due to vascular access and anticoagulation requirements.